Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected or hardware low-level failures alarms noted during testing however, the downloaded history files confirmed software error detected due to a hardware error, fault isolated to the electronic assembly and hardware low-level failures alarm is found in the downloaded history files due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 6.6 mmol/l at the time of incident. Customer reported that their insulin pump had software error detected. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer reported that the self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.